Event description:
It was reported that during a da vinci si surgical procedure, the customer experienced a system error code 23. With the assistance of an isi technical support engineer the site applied emergency power off (epo), attempted to cycle the system circuit breakers, and reseat the fiber cables however the system error continued to occur. The patient was under anesthesia when the surgeon decided to abort the planned procedure. No further information was provided.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code 23 experienced by the customer was associated with a setup-joint(suj). The setup-joint (suj) is an unpowered configurable arm which supports the patient side manipulator (psm). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. As of august 16, 2012, there have been no reported recurrences of the issue at this hospital.